Event description:
Customer service was initially contacted by a pharmacist regarding a customer who received a control result that was out of range. The pharmacist then had the customer take the call. The customer alleged that he received a control test result of 529 mg/dl using his contour system. He was using high control solution. He performed 2 more control tests during the call and received a result of "hi". The high control range was 290-400 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The name and contact information for the pharmacist were not provided.